Event description:
Study subject with renal insufficiency who is status post egs system. Implanted in 1997 which has subsequently migrated, rendering the pt susceptible for aneurysm expansion and growth. Add'l note the pt has left renal stenosis.